Event description:
It was reported that stent damage post deployment occurred. The target lesion was pre-dilated with a 3.00 x 10 mm wolverine cutting balloon and a 3.00 x 15 mm non-compliant (nc) balloon. The 3.50 x 48 mm synergy shield stent was introduced and successfully deployed. Following optimization with post-dilation, an abnormality was observed at the proximal end of the stent which was suggestive of either stent recoil or a possible stent fracture. Angiography could not determine the exact mechanism. Optical coherence tomography (oct) was performed to further investigate but the exact nature and cause of the abnormality remained unclear. The physician was unable to determine whether the finding represented stent recoil, fracture, or another form of stent deformation. The stent was dilated again with a 3.50 x 10 mm nc balloon. There were no patient complications, and the patient is expected to fully recover.